Event description:
It is reported that the insulin pump had a blank display and the device lost the history. No further information was provided.

Manufacturer narrative:
The unit was received with a-21 alarm after battery change and lost memory settings due to broken solder joint on interface board. No blank display noted during monitoring. No damage or anomaly found of the electronic assembly. Insulin pump was returned with protruded/loose drive support disk and scratched screen. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states